Event description:
Had an initial hernia mesh repair surgery several years ago. The mesh became infected so bad, it required to be removed on (B)(6) of this year. That surgery also did not go well because 3 months later, on (B)(6), another hernia appeared (strangulation and another infection) in same exact location as may operation. These three separate hernia operations have required many days of in-patient care, follow up (currently) with daily or every day dressing changes and weekly wound care visits. This has severely impacted quality of life (now depressed) and medical bills.